Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for complex regular pain syndrome type I and non-malignant pain. The patient felt a stabbing pain in the middle of their back right next to the spinal cord stimulator (scs) pocket site on sunday that caused them to fall. The patient fell right on their ins and since then they have had trouble charging. The rep has not seen the patient because they have been good for the last year. Communication could not be established with the ins using the patient programmer, recharger, or physician programmer. The patient claims that their ins was either on an 1/8 or ¼ charge on sunday and the system has been working fine. The rep used the recharger to pull the recharger statistics which showed the last recharge session was on (B)(6) 2000. The recharger has not been reset at all. The rep stated that the ins sort of hangs out and the patient has always had trouble charging it where they have to reposition the antenna and get it in the right spot to charge. The rep could feel the ins and indicated that it was not too deep. The rep performed an antenna locate and obtained values in the 70s but this did not resolve the issue. There was no allegation of an overdischarge but technical services reviewed that the rep should treat the situation as an overdischarge at this point and continue with physician mode reset(s). No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient was adamant that he had 1/8-1/4 charge on (B)(6) 2018. The patient fell on (B)(6) 2018 and could not connect to the controller or recharger. The patient has an appointment on (B)(6) to see their new pain manager. The cause of the issue was not determined. The rep said the last recharger was (B)(6) 2000 when they cleared the power on reset (por). That is the same as what technical services identified when they went through the recharger. The patient is fully charged now. The rep said it seemed to be an overdischarge, but the patient said it couldn't be. The patient also reported that the battery does not lie flat and is somewhat angled. The rep stated it was overdischarged, recovered, and working fine. No further complications were reported.